Manufacturer narrative:
This event will be updated upon completion of detailed analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. [Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the device reaching end of life (eol). The patient advocate contacted boston scientific technical services (ts) with a concern as the clinic had called and stated the device would need to be explanted due to a low battery. The field representative obtained additional information that the device was explanted and there was no concern over early depletion. The device was returned over a year later where initial analysis testing found a possible product performance issue. No adverse patient effects were reported.